Manufacturer narrative:
On 15-apr-2024, the product investigation was closed as the complaint device was not returned. The product investigation was updated with the manufacturing record evaluation. A manufacturing record evaluation was performed for the finished device 31134110l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a atrial flutter cardiac ablation procedure which included the use of a thermocool smarttouch sf ablation catheter experienced cardiac tamponade treated with a pericardiocentesis, surgery and hospitalization. There was no defect in the product itself. Transseptal puncture performed with rf (radiofrequency) needle. It was thought that the catheter was advanced into the septum when the second sheath was attempted to access the left atrium after brockenbrough, and the catheter was advanced to the epicardial side. Zeroing of the catheter was performed, but it could not obtained and the catheter did not move toward the posterior wall. When the catheter was pulled to the right atrium, the blood pressure dropped, and a pericardial effusion was confirmed by echocardiography of the body surface. The physician confirmed the rise in blood pressure after drawing the pericardial fluid by pericardial drainage, and at (atrial tachycardia) mapping was performed while paying attention to the blood pressure and the ablation was completed. The patient was then moved to the operating room, and his chest was opened and hemostasis was achieved. The patient was transferred to the ICU and the patient's progress is being monitored. No error messages on equipment during procedure. No ablation was performed prior to the cardiac tamponade. Although no ablation of rf (radiofrequency) energy was delivered, the reporter is describing tamponade possibly caused by manipulation of the catheter post transseptal puncture. The cardiac ablation catheter is the most suspected device.